Manufacturer narrative:
(B)(4). The device has a kink at 14mm from the tip while in the neutral position between ring 1 and 2. In addition the tip, ring #1 and #3 has broken adhesive and all the rings and the tip has fluids under the adhesives. The ablation was verified by using the maestro generator 4000, and the device was found within specifications. Electrical test was performed and the device was found out of specifications. A high resistance was found on the me1. X ray analysis revealed that the center support is kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 09dec2015. It was reported that the signal noise occurred. During use of the intellatip mifi xp temperature ablation catheter, the physician noted severe noise was observed on distal tip of the bipolar electrode. The procedure was completed with this device no patient complications were reported and the patient status is good. However, analysis revealed broken adhesive between the electrodes.